Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings:a review of the pump¿s black box data revealed multiple pump reboots. The battery compartment was observed to be cracked with no evidence of moisture inside. The battery cap had stripped threads, and the battery cap contact measured within specifications. The pump could not maintain power with the returned battery cap, and a test cap was used to complete the investigation. The pump was opened and no moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.